Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the pump found that there was high resistance in the pump battery. Eval code-conclusion (B)(4) updated to (B)(4). Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code (B)(4) because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event.

Event description:
Additional information was received from the manufacturer¿s representative (rep) on 2017-may-10. It was reported that the pump was explanted on (B)(6) 2017 and would be returned to the manufacturer. The rep had the device. The device was replaced by another device of the same manufacturer. The replacement was due to end of service (this was conflicting information to what was previously report ed in the crts). The issue was resolved at the time of the report and the patient was reported to be ¿alive ¿ no injury.¿ the healthcare professional (hcp) had no further information regarding the event.

Event description:
Information was received from a health care professional via a company representative regarding a patient who was receiving an unknown drug via an implantable pump for non-malignant pain and spinal stenosis. On this report date, a critical alarm was heard and confirmed by telemetry, the alarm was due to low battery reset, reset occurred, safe state occurred. The patient was going to be treated with other alternatives for pain therapy. There were no symptoms reported. The doctor later called requesting for a pump off password so they could silence the alarm. It was noted that the patient was leaving for a trip and they planned to replace it when she returned in a couple of weeks, they were to work with the local company representative to return the pump for analysis after explant. No further complications were anticipated/reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patients weight at the time of the event was provided